Manufacturer narrative:
Concomitant medical product - healon gv. Additional information was received which confirmed an incision enlargement was required and that the surgeon noticed a micro crack before just after inserting the lens into the capsular bag. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Corrected data to follow up #1: (B)(4). Additional information in follow up the sales representative stated that he had spent some time at the facility observing the surgeon and support staff and did not observe anything out of the ordinary. The device is prepared as required and found no fault with the surgeon's technique. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Patient age or date of birth and gender - unknown. Expiration date - unknown. Serial number - not provided. Initial reporter phone number ¿ (B)(6). (B)(4). Device manufacturer date - unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual examination of the iol revealed surface residuals (fiber/particles) and stains on the lens that could be related with the handling the lens in a non-sterile environment. The lens also returned cut in two pieces and with one haptic detached that could be related to the handling of the unit during the removal and replacement process. The complaint for haptic detached was verified. The condition of the returned lens reasonably suggests that the probable cause for the conditions observed in the sample returned could be related to surgical technique. Manufacturing record review was performed. All process operations presented in the manufacturing record for the pcb00 lens were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Catalog no. Pcb0000245, serial no. (B)(4), expiration date: 06/03/2017. Device manufacture date: 06/03/2014. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported to the amo territory manager that the lens was placed in the capsular bag only to find the trailing haptic had been left behind in the itec cartridge. As a result, the lens had to be cut and removed, a new lens placed and the incision to be sutured. It was noted that physician had implanted the lens following the correct steps as trained. It was noted that the inner pushrod can sit on top of the trailing haptic. As such, the lens becomes stuck in the chamber and rendered unusable. This is witnessed midway of turning the knob. No further information has been provided.